Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok keypad button required multiple button presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/28/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 02/12/2014 with the following findings: the keypad cover was found to be torn near the up arrow button. The complaint of the ok button requiring multiple button presses to respond was not able to be duplicated during investigation. During testing, all keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was observed under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored with fading lettering.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.